Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with intermittent button response due to flattened esc and act button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that they had issues with my pump the buttons are sticking at also the pump will just shut off. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.